Event description:
"When using the wire the nurse felt resistance, she began to pull back and the wire frayed. No patient harm. They continued with another PICC successfully."

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of 14ab9160 showed no other similar product complaint(s) from these lot numbers.